Event description:
It was reported that the patient received inappropriate hv therapy for afib with rapid ventricular response. Then the patient received atp and therapy before the rhythm slowed down. Clinically unresolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.